Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were scratches on the screen of the insulin pump. The scratches have made the screen unclear. The customer's blood glucose at the time of the incident is unknown. The customer was also experiencing diminished battery life, loud rewind and a crack in the battery cap. The customer did not complete troubleshooting. The pump will be returned or analysis.